Event description:
It was reported by the customer, the hydraulic jack was broken.

Manufacturer narrative:
Stryker has made several attempts to determine what the "broken" condition created, but has been unsuccessful. Stryker did receive the jack back for eval, and it was determined, the check valve was not operating to specifications. A bad check valve would likely result in difficulty raising the stretcher. If add'l info on the reported condition can be obtained, a f/u MDR will be filed accordingly. (B) (4).